Event description:
The pt had a coronary angiography performed and a intracoronary stent placement in the proximal left anterior descending artery. The physician attempted to close the arteriotomy with the closer 6 fr. Device. The device "failed" and a hematoma was noted at the insertion site. Manual compression was applied and then a femostop was placed. There was no increase in the size of the hematoma. Multiple attempts have been made to obtain add'l info and clarification from the customer but no info has been made available.